Event description:
It was reported that the insertable cardiac monitor (icm) was reviewed post implant and found the device was experiencing undersensing. The device was explanted and another icm was implanted successfully. No adverse patient effects were reported.